Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely between on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 3:30 am-4:00 am, the patient¿s husband found the patient unconscious. The patient¿s cgm was checked and was reading low. Ems was called and upon arrival, the patient¿s bg meter reading was taken which was also ¿low¿ (no specific reading provided). The patient was treated with IV dextrose (d50). The patient's bg meter reading increased to 200 mg/dl however, the patient remained unconscious. The patient was transported to the ER. At the ER, the patient was unsure of what medication or treatment she received. She also could not specify how long she was unconscious. The patient was hospitalized for 12 hours before being discharged. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.